Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was reported that the atrial lead dislodged into the ventricle. The device has been programmed in ventricular mode and the atrial lead has been inactivated. The patient was stable.